Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 808:08, which interrupted delivery. There was no report of patient involvement, patient injury, medical intervention, or adverse reaction in association with this event. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. No additional information is available.

Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump with the malfunction of 808:08 was confirmed during device evaluation. The assignable cause of the reported problem was determined to be a defective pump head module (phm). The phm has been replaced to correct the problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.